Event description:
Pt was received from another user facility in critical condition for evaluation and management of cardio-respiratory collapse related to toxic shock syndrome secondary to group a streptococcus. The pt was admitted to the pediatric intensive care unit and placed on a servo 300 ventilator for severely compromised respiratory function. Respiratory support with the servo 300 ventilator was inadequate and pt was placed on a high frequency oscillating ventilator. On day four of admission, the ventilator alarmed and then shut off automatically, but could not be restarted. The pt suffered instantaneous respiratory decompensation. The pt failed conventional ventilation trial and was bagged manually until a replacement device was obtained. On day six of admission, a CT scan revealed an intraventricular bleed, with diffuse cerebral edema and herniation. The pt was made dnr and expired. The MFR was notified and inspected the ventilator. The MFR found that unit's airway pressure luer lock was cracked and could have caused the in-op of the ventilator. Biomedical engineering observed the inspection and agreed with the MFR assessment. The user facility is submitting this report as it may be obligated to do so under federal law. Nothing in this report constitutes an admission of any kind that the user facility or its employees, or affiliated personnel caused or contributed to the occurrence or any harm set forth in this report.